Event description:
During the saphenous vein harvesting procedure, the balloon on the short port popped during the dissection portion of the case it. A replacement unit was used to complete the procedure. No pt complications were reported.